Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus and increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result of the auto-bolus and basal delivery increase, customer's blood glucose (bg) level lowered to below 30 mg/dl. Additionally, the customer was using u-200 insulin within their pump supplies. Customer went to the emergency room and was treated with glucose and intravenous saline. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin. No additional patient or event information was available.